Event description:
Information received by medtronic indicated that insulin pump had crack at the top and battery cap does not stay in place because of missing pieces. Customer also mentioned that the insulin pump was beeping to install a new battery. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer was discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment and failed battery test found on (B)(6) 2022. The following were noted during visual inspection: cracked keypad overlay, broken battery tube threads, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage (faded end cap), corroded battery tube. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: no unexpected battery errors. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected (battery issue) during testing or in the pump history. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, and in corroded battery tube. Cosmetic damage was confirmed at battery tube threads. Failed battery test not confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.